Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump did not functioning designed. Customer stated that the plunger did not get to the end when try to complete rewind and immediately after that the pump fire a huge amount of insulin. Customer stated that the plunger was damaged and they can read the display. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device alarmed pump error 130 during motor rewind. After further review, the motor was unable to turn due to a jammed gearbox. Unable to perform displacement, rewind, prime or seating, basic occlusion, force sensor, and occlusion tests due to pump error 130. Device had cracked battery tube threads, cracked case (battery tube). Device p-cap or test reservoir locks in place properly and no anomaly noted.